Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and a manufacturer representative regarding a patient receiving remodulin (unknown dose and concentration) via an implantable pump. The patient was enrolled in the delivery for pah clinical study. It was reported a system modification occurred due to low accuracy ratio. It was specified that all refills were within the expected accuracy range. Despite discussions with the investigators about the expected accuracy, the form was still completed indicating the reason for system modification was low accuracy ratio. On (B)(6) 2013, the expected reservoir volume (erv) was 9.9 and the actual reservoir volume (arv) was 9. On (B)(6) 2013, the erv was 7.5 and the arv was 8. On (B)(6) 2013, the erv was 11.8 and the arv was 12. On (B)(6) 2013, the erv was 11 and the arv was 11. On (B)(6) 2013, the arv was 11.5 and the erv was 12. On (B)(6) 2014, the erv was 6 and the arv was 6.3. On (B)(6) 2014, the erv was 8.2 and the erv was 8. On (B)(6) 2014, the erv was 8.9 and the arv was 9.5, on (B)(6) 2014, the erv was 9.6 and the arv was 8. On (B)(6) 2015, the erv was 6.3 and the arv was 6. On (B)(6) 2015, the erv was 11.9 and the arv was 11. On (B)(6) 2015, the erv was 8.9 and the arv was 9. On (B)(6) 2015, the erv was 11.5 and the arv was 11. On (B)(6) 2015, the erv was 8.4 and the arv was 10. On (B)(6) 2016, the erv was 5.6 and the arv was 6. On (B)(6) 2016, the erv was 10 and the arv was 11. On (B)(6) 2016, the erv was 6 and the arv was 8. On (B)(6) 2016, the erv was 5.5 and the arv was 7.2. On (B)(6) 2017, the erv was 6.3 and the arv was 8. On (B)(6) 2017, the erv was 6.6 and the arv was 9. On (B)(6) 2017, the erv was 6.6 and the arv was 9. On (B)(6) 2017, the erv was 6.3 and the arv was 10.9. On (B)(6) 2018, the erv was 6.6 and the arv was 8.5. On (B)(6) 2018, the erv was 9.6 and the arv was 13. The pump was pump was explanted and replaced. The event date was specified to be (B)(6) 2018 (note: this conflicts with the reported refill dates and volumes). No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly of the pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.